Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (robotic tlh with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, fatigue and weight increased had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general abnormal bleeding, fatigue, weight gain. 3 coils were visible protruding outside the right ostium. 3 coils were visible protruding outside the left ostium. Ultrasound revealed a possible suboptimal positioning of her essure coil. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified): not provided. Most recent follow-up information incorporated above includes: on 11-jun-2021: mr received. Reporter information, lot number added. Rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') in an adult female patient who had essure (batch no. 626219) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (robotic tlh with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, fatigue and weight increased had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general abnormal bleeding, fatigue, weight gain. 3 coils were visible protruding outside the right ostium. 3 coils were visible protruding outside the left ostium. Ultrasound revealed a possible suboptimal positioning of her essure coil diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s)(unspecified): not provided. Lot number:626219, manufacturing date: 2007-11, expiration date: 2009-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("other injuries/symptoms: fatigue") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea and dyspareunia outcome was unknown and the genital haemorrhage, fatigue and weight increased had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for chronic pain, dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, general abnormal bleeding, fatigue, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: essure confirmation test(s)(unspecified): not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhea, dyspareunia, abdominal pain, back pain, general abnormal bleeding, fatigue, weight gain were added. Lab data was added. Reporter¿s information was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.